Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked through the administration port. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 21-24, 2024. H11: the actual device and two photographs of the sample was provided for evaluation. Visual inspection was performed on all the samples. Some lipid type of solution was observed coming out from the administration spike port bonding area during visual inspection of the photo samples. However, the reported issue was not easily identified by visual inspection on the returned sample. Functional testing of sample was performed a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause was not determined; however a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.